Manufacturer narrative:
(B)(4).

Event description:
It was reported, the device was not charging. It was suggested that the connector pin may be bent or broken. It was reported that coupling and/or communication issues occurred. Use of the antenna locate feature resulted in a por being displayed which then lead to a normal recharging screen. It has been > three weeks since the last charge session. The patient charged until 50% then received a por on the patient programmer which was cleared. The patient was able to adjust stimulation. The patient was still having concerns regarding their device or therapy but had an appointment (B)(6)2011. Additional information has been requested, but was not available as of the date of this report.